Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Based on internal review of the system log file data, it is believed that the unit functioned as intended by triggering an alarm due to detecting low venous and arterial pressure. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product.

Event description:
It was reported that multiple kinks in line were observed by the system and the low venous pressure, and low arterial pressure alarm triggered during a dialysis treatment on tablo. Despite the health care professional not seeing any kinks in the line, they tried to clear the system messages by flushing the lines and eventually changed the cartridge. During the cartridge change, the care personnel were unable to return blood to the patient which resulted in approximately 210 ml blood of loss. The care personnel setup for another treatment on the same device with a new cartridge. Again, the same alarm occurred, and the patient lost approximately another 210 ml of blood; with a total blood loss of approximately 420 ml. The patient received about 1-2 hours of treatment between the two set-ups. After the issue with the second treatment, therapy was discontinued for the day. The patient did not experience any adverse events as a result of the blood loss. To note, the patient has a left internal jugular (ij) access.